Event description:
There was no issue observed between the day when the upgrade to smartview 2 .44 version was done and the event day on (B)(6) 2015. It was reported that on that day, the programmer had frozen on the home page when there was the initialization message of the programmer head. Despite several attempts, the programmer remained frozen. When the screen was calibrated, freeze during data recovery had occurred. Therefore, it was possible neither to interrogate devices nor to recover files. There was no unplugging of the cable reported. Preliminary analysis showed that the root cause of the reported behavior was related to a shutdown of the programmer during the retrieving data phase in addition to a resynchronization issue after resuming from hibernation.

Event description:
There was no issue observed between the day when the upgrade to smartview 2 .44 version was done and the event day on (B)(6) 2015. It was reported that on that day, the programmer had frozen on the home page when there was the initialization message of the programmer head. Despite several attempts, the programmer remained frozen. When the screen was calibrated, freeze during data recovery had occurred. Therefore, it was possible neither to interrogate devices nor to recover files. There was no unplugging of the cable reported. Preliminary analysis showed that the root cause of the reported behavior was related to a shutdown of the programmer during the retrieving data phase in addition to a resynchronization issue after resuming from hibernation.